Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The centrifugation time of the samples was too short. The influence of electromagnetic interference could also not be excluded as a potential root cause.

Manufacturer narrative:
The field service engineer checked the pinch valve and this was ok. No signs of contamination were observed on the instrument. The customer has had no further issues.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4). Medwatch field e1 facility name - the full facility name was provided as "(B)(6) hospital ((B)(6) hospital district) (B)(6) hospital (B)(6) hospital".

Event description:
The customer stated that they received erroneous results for two patient samples tested for the elecsys troponin I stat immunoassay (tnistat) on a cobas e 411 immunoassay analyzer (e411). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The first sample was tested in a cup inserted in a tube and initially resulted as 0.337 ng/ml accompanied by a data flag. The sample was repeated, resulting as < 0.100 ng/ml accompanied by a data flag. The sample was repeated a second time, resulting as < 0.100 ng/ml accompanied by a data flag. The second sample was tested in the primary tube and initially resulted as 0.165 ng/ml on (B)(6) 2017. The sample was repeated on (B)(6) 2017, resulting as < 0.100 ng/ml accompanied by a data flag. The sample was repeated a second time on (B)(6) 2017, resulting as < 0.100 ng/ml accompanied by a data flag. The patients were not adversely affected. The tnistat reagent lot number was 159776. The reagent expiration date was asked for, but not provided. Related quality control results were within the specified limits. It was noted during investigation that the alarm trace showed liquid level detection malfunction alarms on the same dates the samples were tested.